Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported received information alleging a ventilator's exhalation valve was leaking. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's micron filter was found to be clogged. The device's active exhalation control module and micron filter were replaced to address the issue. The coding has been updated to reflect the fsn for sound abatement foam degradation.

Event description:
The manufacturer received information alleging a ventilator's exhalation valve was leaking. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's micron filter was found to be clogged. The device's active exhalation control module and micron filter were replaced to address the issue.